Event description:
It was reported when using the pyxis medstation es system had drawer failure. The customer reported there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that a reboot occurred following the replacement of the tower latches, and all drawers were found to be nonfunctional. A field service engineer replaced comm sled and updated firmware to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.